Event description:
The customer reported the system's left monitor failed to operate. This likely resulted in a loss of a live image display and therefore is a reportable event. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.